Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the multirate infusor did not flow. Five days into the infusion the nurse returned to the patient's house to find that the medication did not infuse. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.